Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the x-rays to be prior to event/symptoms, radiolucency, no infection, aseptic loosening around the tibial implant, and varus stress possibly causing pain. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not retrurned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. 42542007101 lot 64817993 tibia fixed cemented left size e. MDR: 0001822565-2023-01317. 42555805310 lot 64783331 tibial augment cemented half block left medial size ef 10mm MDR: 0001822565-2023-01319 42560007514 lot 64911499 stem extension tapered cemented 14 mm diameter +75mm MDR: 0001822565-2023-01320 42504606201 lot 64881021 femur cemented standard left size 7 MDR: 0001822565-2023-01321 42556606210 lot 64882685 femoral distal augment cemented size 7, 7+ 10mm MDR: 0001822565-2023-01322 42556606210 lot 64866990 femoral distal augment cemented size 7, 7+ 10mm MDR: 0001822565-2023-01323 42556806205 lot 64859470 femoral posterior augment cemented size 7, 7+ 5mm MDR: 0001822565-2023-01324 42560007514 lot 64911499 stem extension tapered cemented 14 mm diameter +75mm MDR: 0001822565-2023-01325 additional associated products -------------------------------------------- 42512600714 lot 64629122 articular surface fixed bearing (cps) left 14 mm unknown patella 110034355 lot k1905z22ba refobacin bc r 1x40 us cement

Event description:
It was reported the study patient developed a gradual onset of persistent pain and instability approximately one year post implantation. Radiographic images showed radiolucency surrounding the tibial implant and a triple phase bone scan displayed aseptic loosening. The patient underwent a revision where the femoral and tibial components were found to have minimal ingrowth. All components, except patella, were revised with a revision knee system. No intra-op complications reported.